Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(6). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and service history of the instrument. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A review of the service history found no additional reports of imprecision or erratic results. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Event description:
The customer observed discrepant troponin-I results on the architect i2000sr analyzer. The customer cutoff for negative results is less than 32 ng/l. The following data was provided (ng/l): sid (B)(6), initial 29.8, repeat 40.1. Sid (B)(6), initial 40.1, repeat 28.3. Sid (B)(6), initial 29.8, repeat 40.8. Sid (B)(6), initial 35.3, repeat 27. Sid (B)(6), initial 38.8, repeat 27.4. Sid (B)(6), initial 51, repeat 29.4. Sid (B)(6), initial 30.6, repeat 19.1. Sid (B)(6), initial 38, repeat 29. Sid (B)(6) initial 30.8, repeat 1.4. Sid (B)(6), initial 12.1, repeat 39.7. No impact to patient management was reported.